Event description:
On (B)(6) 2025, the user reported a blood glucose low of 65 mg/dl. User administered a glucose shot and no further assistance was needed.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.